Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump gave a compromised force sensor system alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to complete functional testing due the prime anomaly. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system alarm. The patient's blood glucose at the time of incident was 338 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. However, the drive support cap was flush. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.